Manufacturer narrative:
Concomitant product: product ID neu_ptm_prog, lot# serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient woke up on the morning or report and was in pain and could not get his programs to go up or down on his programmer. It was noted that the patient synced he kept getting 3 beeps when he tried to move programs up and down. It was noted that the patient stated that he had a green light on the ¿on¿ light and a green light on the 9 volt battery light and a yellow light on the ¿off¿ switch for the implantable neurostimulator (ins) and no light on the ins light. It was then determined that there was a possibility that the ins had reached end of service (eos). It was noted that the patient was not sure if he had seen ins battery status light blinking because he did not carry around the programmer very often. Additional information received reported the patient received a new implant on (B)(6) 2013. There was no information available regarding the explanted device.

Manufacturer narrative:
Device analysis for the ins revealed no significant anomaly. There was no telemetry or output. The battery reached normal end of life.